Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation found that a large portion of the ceramic insulation tip was missing approximately 11 mm in length from the distal end. Further examination of the tip under a microscope revealed scratch marks on the distal end. The cause of the reported phenomenon could not be conclusively determined at this time. However, this type of damage is consistent with physical damage and user techniques. The device was forwarded to the original equipment manufacturer (OEM) for further investigation.

Event description:
Olympus was informed that towards the end of a transurethral resection of the prostate (turp) procedure, it was noted that the ceramic tip of the device was missing. The patient was x-rayed and found no evidence of the missing tip inside the patient. A fluoroscopy was then performed on the patient, but there was no evidence of a radiopaque material. Furthermore, the patient was irrigated and suctioned, but there was no recovered material. Olympus was further informed that the subject device was likely missing the ceramic tip prior to the procedure. There was no patient injury reported. The procedure was successfully completed using the same device.